Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that this event has occurred multiple times. Is the exact number of events known? For each event please provide the following information if available: procedure name and date. Brief event description. Product code and lot number. Quantity of sutures that experienced the problem per procedure. Was this problem only noticed with needles and sutures from product code bp93t, or across multiple product codes? If noticed across multiple product codes please provide them and their respective lot number(s). Can you identify the lot number(s) from product code bp93t? Was there any damage to the tissue?

Event description:
It was reported that the patient underwent a valve replacement procedure on (B)(6) 2016 and the suture was used. During the procedure, the suture thread seems to be thinner than the actual diameter and the needle is greater than indicated. The procedure was completed with other suture. There were no adverse patient consequences reported. Additional information has been requested.